Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry information received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. No testing could be performed as the instrument was returned empty. However, it was noted that the instrument was received with visible damaged. No conclusion could be reached as to how the damage occurred to the instrument. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
The device was used during an unknown procedure. The clips do not close and the device shoots them out. There was no consequence to the pt.